Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-25381. During an in clinic follow up, noise resulting in oversensing was noted on both the right ventricular (rv) and right atrial (ra) leads. Technical support was contacted and noted mode switching on both the rv and ra leads. Lead insulation damage was suspected on both the rv and ra leads. A rv and ra lead revision is anticipated, but has not been performed at this time. The patient was stable and will continue to be monitored.